Manufacturer narrative:
Facility name: (B)(6). (B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had separated during patient infusion. The set was prepared and connected to a patient for an infusion of an chemotherapy treatment. After the treatment started, the tubing was found to have detached from the distal end of the male adapter on the set. There was a small amount of blood that back flowed as a result. There was no patient injury or medical intervention associated with this event. No additional information is available.